Event description:
During follow up on (B)(4) 2011, for another case , global pharmacovigilance obtained additional information from the patient. In (B)(6) 2011, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex intraperitoneally (ip) nightly and dianeal pd4 ultrabag ip daily. In (B)(6) 2011, the patient experienced the events of feeling sick, cellulitis that was oozing, swelling back pain, and milky drainage. In (B)(6) 2011, the patient had been hospitalized for being sick; however, the admitting diagnosis was not provided. While in the hospital, the patient was diagnosed with peritonitis. The reporter stated she had a peritonitis infection in her pd catheter. The patient did not know the brand name of the catheter. The patient confirmed the pd catheter had been leaking (site of leaking not reported); however, the patient stated the connection was not screwed on tightly to the pd catheter. While in the hospital, the patient was treated with antibiotics and had the pd catheter removed for the event of peritonitis. Dianeal was discontinued. In (B)(6) 2011, the patient was discharged from the hospital. In (B)(6) 2011, the events of feeling sick, cellulitis that was oozing, swelling, back pain, milky drainage, and peritonitis had resolved. The patient confirmed they still had several doses of antibiotics to take. A causality assessment was not provided.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. Complaint information indicates peritonitis which may possibly be related to catheter leakage due to weak connection of the catheter to the baxter catheter adapter. No root cause can be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Additional information: (B)(6) 2012 product surveillance received a call back from the peritoneal dialysis nurse at the facility. The nurse reported that the patient had a titanium adapter. She also stated she believed that the cause of the peritonitis was the inner cuff had come loose causing the catheter to leak. The results of the peritoneal culture were unknown and could not be provided at this time. No further information was available.